Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose level at the time of the hospitalization was over 600 mg/dl. They had symptoms such as nausea, vomiting, and dehydration. They had diabetic ketoacidosis. They were put on an intravenous therapy of at least 4 bags. They were not wearing the insulin pump for less than 48 hours prior to hospitalization. The customer had determined they will no longer use the insulin pump. The device will not be returned for analysis.